Manufacturer narrative:
The subject device was not immediately returned from the field. However, devices of the same lot # are currently under engineering review. It was confirmed that there has been no harm to the patient as a result of this issue.

Event description:
It was reported that the subject device (tcs bone screw) did not have a tight fit to the driver.